Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump had several scratches which made it difficult to read. The customer also reported that the insulin pump made unusual grinding noise during rewind of changing the reservoir. The customer declined troubleshooting. The insulin pump will be returned for analysis.